Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000106915.

Event description:
It was reported that the patient experienced uncomfortable stimulation with their cervical scs system due to high impedances present on one of the cervical leads. Moreover, diagnostic testing revealed low impedances present on one of the thoracic leads. The patient also reported to be experiencing discomfort not only at their ipg cervical site, but also at their ipg thoracic site. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which cervical lead has high impedances or which thoracic lead has low impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.